Manufacturer narrative:
Correction (g1) - contact office address: (B)(4). Batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. Pm logs have been checked and all pms were completed. Affected amount: (B)(4) pcs. Aquacel foam adh 12.5x12.5cm was manufactured under sap code (B)(4) and manufacturing lot number 8h00108. Lot # 8h00108 was sterilized under lot 2003571 and released on review of results of sterilization provided by sterilization company sterigenics. All of the results were within specification and products were released in accordance with (B)(4). The production process, in process testing and packaging of products was run in accordance with (B)(4) ver14.0 and (B)(4) ver23.0 for machine delta and circle respectively. Visual inspection in accordance with (B)(4) were completed at the beginning of the order and every hour following until the order was completed. No nonconformity was registered during the manufacturing process of lot 8h00108. This is the only complaint for the affected lot registered within (B)(4). 2 photographs have been received for this complaint issue and have been evaluated in accordance with (B)(4). The photographs confirm this is a convatec product, confirm the lot number within the complaint. It also confirms the expected complaint issue of the brown craft paper that should be removed on the delta machine before packaging on the circle machine. A red splice detection system is currently being fitted onto the delta machine which will filter out any dressings with the craft paper left on them before they progress to the packing stage. All operators will be made aware of the complaint issue. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported there was brown paper with adhesive on the aquacel layer. Photos depicting the reported complaint issue were provided by the complainant.